Event description:
It was reported that the right atrial (ra) lead exhibited possible perforation and patient experienced cardiac tamponade. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that the right atrial (ra) lead exhibited possible perforation and patient experienced cardiac tamponade. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field f10 impact codes and h6 impact codes.

Event description:
It was reported that the right atrial (ra) lead exhibited possible perforation and patient experienced cardiac tamponade. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.